Event description:
The customer reported the ac power connector needs to be replaced. There was no report of pt involvement.

Manufacturer narrative:
(B)(4): the customer reported the ac power connector needs to be replaced. There was no report of pt involvement. The device was evaluated at philips and the issue was verified. The ac power connector was found to be defective. The ac power connector was replaced which resolved the reported issue. The device passed testing and was returned to the customer. No further communication was requested and none is warranted.